Manufacturer narrative:
(B)(4). Batch # n55156. The analysis results found that one plee60a device was returned with no visual non-conformances and with three cartridges reloads present. The cartridge reload (b) was received fully fired with and with the cartridge pan detached. Cartridges (c and d) were received fully fired. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing with a gold reload, the device fired appropriately and the staple line looked good. As the scrub tech was removing the cartridge, the pan stayed in the jaws of the device and only the plastic cartridge came out. The scrub tech attempted to load the next cartridge, which was a blue cartridge into the stapler but was unable to load the cartridge stating that it would not fit. A second like device with another blue cartridge was used to complete the procedure. There were no patient consequences reported.